Manufacturer narrative:
Device evaluation summary: visual inspection shows no evidence of any deposits. Evidence of the deposits have been provided. Reason for the return was visually confirmed by the evidence that was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that deposits were noticed in the fusion oxygenator and cardiotomy venous reservoir (cvr) after use. The deposits were observed after completion of perfusion when the blood volume of the system was replenished with crystalloid/clear fluid in order to retransfuse the blood to the patient. The devices were replaced. The patient has not been affected. It was stated that they had an unremarkable clinical course and they have been discharged. Medtronic received additional information that a hemofilter was routinely used during extracorporeal circulation.